Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 733457, serial/lot #: (B)(6). Product ID: 9733886, serial/lot #: (B)(6). H3, h6; the probe, lot number: p191107, was returned to the manufacturer for analysis. The returned probe had a good geometry / high divot error. Codes b01, c13, and d02 are applicable to this analysis. The reference frame, lot number: 230606, was returned to the manufacturer for analysis. It was determined that there was no fault fo und. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cervical spine procedure. It was reported that the tip of the cervical probe was bent and the reference frame would not verify. There was no surgical delay and no impact on patient outcome.